Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Patient presented to the ER with elevated capture thresholds, due to lead dislodgement. The lead was explanted.